Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator does not alarm when it is powering off. The unit will need to be replaced due to no specific parts to send.there was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to material fatigue of a faulty capacitor that is not holding power.